Event description:
When the cannula was inserted into the patient's body at the start of a liposuction procedure, it broke at the base.

Manufacturer narrative:
The acp was closed as a result of internal analysis that demonstrates that the incident is not related to a manufacturing issue or a product quality issue. The device had largely exceeded its lifespan during the intervention and the condition of the cannula shows very clearly that it had already been used a very large number of times; since the opening of the file, great difficulty in obtaining information from the customer. This is a rebelo 5*350 titanium cannula (ref: 1201lret-5350). A unit sold on 22/01/2010 - only (B)(4) units of the (B)(4) unit batch were sold, all others were downgraded following the manufacture of the euromi cannulas and the few associated sales. Initial delay in report submission was due to employee turnover in the quality department, this repeat report is due to the format being updated to meet the esg requirements.